Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the iob is not showing up on bolus total screen .during troubleshooting customer support found the iob was turned on. The patient had a blood glucose (bg) of 365 mg/dl with thirst and nausea, requiring no unusual treatment. The bg excursion does not meet animas criteria for a serious adverse event and was attributed to training misuse. This complaint is being reported as the iob issue could affect insulin dosing.

Manufacturer narrative:
.Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings: review of the black box data revealed that data from the date of the complaint had been overwritten due to continued patient use of the pump after the complaint. Investigation revealed the insulin-on-board function was enabled with a duration of 4.0 hours. During investigation, the pump was exercised using a manual 10-unit audio bolus and a manual 10-unit normal bolus; the boluses were accurately recorded in the bolus history. The insulin-on-board status screen correctly showed 20 units delivered. An ez-carb bolus was programmed and the 20-unit insulin-on-board was correctly reflected on the bolus total screen and the pump adjusted the calculated amount correctly. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.